Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an restoration ha.an evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Event description:
It was reported that, when the patient was (B)(6) (male), he had a primary bha by using unknown bha system. Eight years later, he had 1st revision bha due to a stem loosening by using unknown bha system. Three years later, the stem started loosening. The patient had 2nd revision surgery to replace the stem by using a restoration ha stem. The stem started sinking in early postoperative period. Four years later, the stem sank total 37mm. The patient had 3rd revision surgery by using an exeter stem (ibg).